Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter-defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
Additional information received indicates the battery performance alert was misinterpreted. The device remains implanted with no allegation of device malfunction.